Event description:
As the food and drug administration of united states of america do you have a duty to the citizens of this country to promote healthy products and to regulate healthy products in our stores. A study was recently done on 14 tampon companies and found toxic metals like arsenic and lead in tampons. I don't understand how you can call yourself the food and drug administration and promote that you protect and keep our country's citizens safe, if you are allowing harmful toxic metals to get into our products that are supposed to be here to help women. I'm honestly so upset right now. It is inexcusable and I am horrified. As a government organization, you are failing the people you claim to want to help and keep safe. I am disgusted. Do better. This is horrific. Brands tested were not disclosed.